Manufacturer narrative:
Analysis of the pump serial number (B)(4) found overinfusion, undetermined root cause. The pump was over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ¿l/day). Analysis of the catheter serial number (B)(4) found a user related catheter body hole. The catheter had body damage (abrasion) to transition tube and melting on the catheter body. The catheter analysis found damage which corresponds to mechanical force being applied, a leak was observed during pressure testing. Interrogation of the pump determined it was used to infuse dilaudid, bupivacaine and baclofen.

Event description:
It was reported that there were two consecutive pump reservoir volume discrepancies. On 2015 (B)(6) the interrogated reservoir volume was 11ml, but the actual aspirated volume was 3ml. Again on 2015 (B)(6) the interrogated reservoir volume was 11.5ml and the actual aspirated volume was 1ml. The diagnostic result was reported as overinfusion (abnormal). The patient reported no symptoms of overmedication in either instance. The pump was replaced and returned to the manufacturer 2015 (B)(6). The returned product included a note ¿arachnoiditis.¿ the patient issue resolved without sequelae as of 2015 (B)(6). The pump was used to infuse baclofen. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.